Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After a guidewire was passed through the chronic total occlusion lesion, pre-dilation was performed with a non-bsc balloon catheter. Then, a 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilation; however, during inflation at 10 atmospheres, the balloon ruptured. Dilation was then performed with a non-bsc balloon catheter, then a non-bsc stent was placed, post-dilated with unspecified balloon catheter, and the procedure was completed. No patient complications nor injuries were reported.